Manufacturer narrative:
The device involved in the incident was not returned for evaluation. One photograph was provided showing the arterial extension adapter with collar attached. The photograph is insufficient to confirm the complaint or evaluate the device. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: compression ring must be fully seated. Assembly threads must be fully engaged. A gentle tug will assure proper assembly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When preparing to initiate treatment, nurse managed patient's catheter and found the part "a" lumen slipped out from the catheter of connection site.